Event description:
It was reported, the screen of the atlas surgery system no longer works properly. The manufacturer was unable to confirm whether or not the device failed intra-operative; however, no pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age, gender and weight were not available.